Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Injured inside cheek [mouth injury]. Got injured inside cheek while brushing teeth, part of the brush became detached [injury associated with device]. Part of the brush became detached [device breakage]. Case description: consumer e-mailed stating there was a part of the brush that became detached. No serious injury was reported.

Event description:
Injured inside cheek [mouth injury]. Got injured inside cheek while brushing teeth, part of the brush became detached [injury associated with device]. Part of the brush became detached [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating there was a part of the brush that became detached. No serious injury was reported.

Manufacturer narrative:
07-nov-2018 product investigation results: product return was received on 06-nov-2018 and identified as a non-genuine oral-b product, it was not manufactured under p&g control.